Event description:
The technician alleged the bed will not send nurse call. No pt impact.

Manufacturer narrative:
The technician had performed a repair on this bed and had replaced the upper control board and then calibrated the scales and when doing so, the nurse call becomes disabled. The technician was not aware of this procedure and turned the nurse call on to resolve the issue.